Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder has no color; suction cylinder has no color; electric connector is dirty due to water leakage; due to damage on channel tube, water tightness is lost; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; distal end has discoloration; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; adhesive around objective lens has discoloration; and there was corrosion around forceps elevator (l-arm). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera ii duodenovideoscope, locking knob can't be locked. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found a gap of adhesive in the distal end. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: d8, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed distal end adhesive gap issue could not be determined, however, the issue was likely the result of physical stress/chemical stress applied to the tip. The event may be detected by following the instructions for use which states: -inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.